Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were visit to emergency room and then hospitalized due to high blood glucose level on (B)(6) 2020 with blood glucose level was 535 mg/dl, over 500 mg/dl. Customer feels high blood glucose was caused by infection and pneumonia. The customer was treated with insulin pump, manual injection. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.